Event description:
Information received indicates the brake is not working. When the brake pedal is set, all four caster wheels will swivel and roll.

Manufacturer narrative:
Repairs have not been completed.